Manufacturer narrative:
Evaluation of the returned ruby coil revealed that the embolization coil was unable to advanced or retracted from its returned position within its introducer sheath, therefore, no functional test could be performed. Further evaluation revealed multiple kinks throughout the length of the pusher assembly, the pusher assembly mid-joint was retracted proximal to the introducer sheath friction lock. This damage was incidental to the reported complaint. The embolization coil was undamaged within its introducer sheath. Based on the returned condition, the root cause of the reported complaint could not be determined. Penumbra products are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing coil embolization procedure in the gastroduodenal artery using ruby coils and a non-penumbra microcatheter. During the procedure, the physician experienced resistance while advancing a ruby coil into the target vessel. Subsequently, the ruby coil would not advance further. Therefore, the ruby coil was removed. The procedure was completed using another ruby coil and the same microcatheter. There was no report of an adverse effect to the patient.